Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient lost stimulation. It was determined one of the leads migrated and the other lead had invalid impedances. Reprogramming was able to restore only partial therapy. The leads were explanted and replaced.